Manufacturer narrative:
Isi has requested the instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory dropped off from the mcs instrument and fell inside the patient. The fallen mcs tip cover was retrieved during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory dropped off from the mcs instrument and fell inside the patient. The fallen mcs tip cover was retrieved during the same surgical procedure. The user removed the mcs instrument and installed a new mcs tip cover to continue the procedure. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no physical damage was found on the mcs instrument; the instrument remained in use after installing another mcs tip cover. According to the site, no post-operative test (x-ray, ultra sound) was performed and no additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report. Isi was unable to obtain a copy of the procedure video.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection of the tip cover found no physical damage. The tip cover was inserted into a reference mcs instrument and then functionally tested. The mcs tip cover held its place and did not fall off during functional testing. The tip cover passed all testing specification with no issue found. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation.